Manufacturer narrative:
This is a supplemental report to provide additional information. It was additionally reported that the event occurred before an procedure. The device was opened in the customer's technical department, but the error could not be reproduced. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed the event occurred due to any of the following possible causes. 1) main lamp malfunction emergency lamp ignited as the main lamp ended its life. 2) temporal malfunction the parts of the light source surmised to be deteriorated since the device was manufactured and delivered 5 years ago. It was known that main lamp failed to ignite, and emergency lamp altered when igniter or power unit was deteriorated.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during an unspecified timing, the emergency light came on and emergency lamp indicator on the front panel was blinking. There was no report of patient injury associated with the event.